Event description:
It was reported that during a drug eluting stenting procedur, stent damage occurred. The 99% stenotic lesion was located in the calcified and moderately tortuous distal right coronary artery. The physician advanced the 3.00 x 32 mm taxus liberte stent to the lesion but was unable to cross. When the device was removed, it was observed that the stent had flared. There were no pt complications. The procedure was completed with another 3.00 x 32 mm taxus liberte stent. Pt's status is reported as "good".

Manufacturer narrative:
Device eval - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).